Event description:
A customer observed a lower then expected tsh result for a patient sample tested on the vitros eci analyzer. The result did not agree with repeat testing done on the same sample on the vitros eci analyzer. The laboratory did not report the initial vitros tsh result, and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event by use of datalogger analysis showed no evidence of analyzer malfunction. Qc results were acceptable, and no other patient samples were affected. The root cause of this event is unknown.